Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient collapsed on her bed and was found unconscious by her father who was following her on the follow app. The father called for an ambulance and the patient was taken to the hospital at approximately 1:30 am. The medical team checked her glucose levels; her cgm was reading 4 mmol/l but her bg was 2.8 mmol/l. She was given IV glucose, and although the patient¿s bg indicated she was hypoglycemic, she stated she was "put on a drip to alleviate the ketones." No other treatment information is available. She was discharged home at 6 am the same day and at the time of the report stated she was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.